Event description:
Reporter alleged blood glucose results of 393 mg/dl and 138 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated customer reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.